Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with cardiac resynchronization therapy. The patient is on supplemental oxygen and has a rapid breathing. Multiple episodes of non-sustained rv oversensing were noted. Review of the episodes showed myopotentials due to breathing pattern. Programming changes were recommended.